Event description:
It was reported that, during a spinal decompression surgery, the re-use of a single-use perc-d wand may have caused a medical accident: it is believed that foreign objects remained in the catheter and needle pipes. It is unknown how the procedure was completed. It is also unknown if surgery was delayed as consequence of the allegation. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. Review of manufacturing records could not be performed as no lot number or serial number was provided. A complaint history review for spine family for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Clinical evaluation was completed and concluded that no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨damaged or broken component¨ include, but are not limited to: (1) the devices may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged there are no indications to suggest that the device/product did not meet specifications upon release into distribution.